Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(6), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving dilaudid (400 mcg/ml at 95.69 mcg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and failed back syndrome - other. It was reported there was a motor stall. The motor stall was seen at initial interrogation. The patient did not recently have an MRI. The stall occurred at 1:09 p.m. On (B)(6) 2015. The patient experienced fatigue, abdominal cramping, and malaise. Oral hydrocodone was given for the withdrawal symptoms. It was further reported by a device manufacturer representative that the cause of the motor stall was not determined. The pump was replaced as a result of the motor stall. It was requested to send the pump back to the manufacturer for analysis. If additional information is received, a follow-up report will be sent.